Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Fiber card analysis: 111,850 joules; the fiber card is expired ¿ mojo_idle. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint of "fiber card not permitting fiber function" was confirmed; a cap fracture was also observed; the probable root cause of this last failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber card would no longer allow the fiber to function and the fiber would not allow firing; firing at 80 watt and 111,864 joules of use and 19:11 minutes. The fiber was replaced and the procedure completed using a second surgical fiber at 25,686 joules of use. Patient outcome: "ok" - there was no patient injury reported.